Event description:
It was reported that during a routine inspection, the cardiosave intra-aortic balloon pump (iabp) unit failed to inflate. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusion), h10. It was reported that the cardiosave intra- aortic baloon pump (iabp) had balloon failure to inflate. There was no patient involvement or adverse event reported. A getinge field service engineer (fse) checked the equipment and fault code records at the hospital to confirm the fault reported by the customer. The drive valve group was replaced to resolve the issue. The equipment passed all factory-specified performance and safety index tests. The equipment has been delivered to the customer and is ready for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 telephone number : (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit failed to inflate. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, investigation conclusions),h10. Additional information:(B)(6). It was reported that the cardiosave intra- aortic baloon pump (iabp) had balloon failure to inflate. There was no patient involvement or adverse event reported. The customer has not decided to repair yet. No further information is available complaint will be closed and in the event new information was to become available, this record will be reopened and updated.

Event description:
N/a.